Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 4.11e. Pump passed functional testing including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and selftest. Pump communicated and calibrated properly with test guardian link transmitter. No calibration not accepted alert noted. Unit received with scratched case, cracked keypad overlay, missing display window cover, pillowing keypad overlay and cracked retainer. The p-cap does lock properly. Unit received with corroded battery tube.